Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that using a radial artery access approach during a procedure of the de novo, proximal right coronary artery (rca) the 3.5 x 15 mm tenku balloon dilatation catheter (bdc) was advanced and during the first inflation before reaching nominal pressure of 6 or 7 atmosphere (atm) a leak of contrast was noted after 1 second. The device was removed from the anatomy without reported issue and a tear was observed. There was no reported patient effect.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak/inflation difficulty was confirmed on the returned device. The likely cause(s) of the balloon leak/material rupture could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual analysis of the returned device, there is no indication of a product quality deficiency.